Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This is for the right side. Device status is unknown.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI. This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.